Manufacturer narrative:
Continuation of d10: product ID qc-3-6-3d (lot: 232124083); product type: ; implant date n/a; explant date n/a product ID unk-nv-sab (lot: unknown); product type: ; implant date n/a; explant date n/a product ID rfx058-115-08 (B)(6); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left c6 segment aneurysm with a max diameter of 6 mm and a 2 mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was moderate. The access vessel was the femoral artery, with 8mm diameter. It was reported that an solitaire ab 6-30 was used to assist aneurysm embolization. Resistance was felt when advancing the rebar-27 out of the navien in the distal section. During subsequent deployment of the sab stent to assist aneurysm embolization, the operator ultimately decided not to deploy it. However, when attempting to withdraw, it was found that the rebar microcatheter and ab device could not be pulled out of the navien, so the ab device had to be deployed. After removal of the navien, damage to its tip end was observed. It was also reported that the axium coil was hydrated according to standard protocol. After the coil introducer sheath was fully seated against the innermost part of the y-valve hub, it was found that the coil could not be advanced. After advancing into the microcatheter, the coil was replaced with a new one, and the procedure was completed. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.